Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the health professional that the patient developed contact dermatitis after use of chloraprep. A doctor has told me 2 of his patient developed contact dermatitis after using the 26ml orange chloraprep . He wipes off the patient skin with alcohol first. We normally will use hibiclens then chloraprep if the doctor is not comfortable about the one step . Do you think it maybe to much alcohol?

Event description:
It was reported by the health professional that the patient developed contact dermatitis after use of chloraprep. A doctor has told me 2 of his patient developed contact dermatitis after using the 26ml orange chloraprep. He wipes off the patient skin with alcohol first. We normally will use hibclens then chloraprep if the doctor is not comfortable about the onestep. Do you think it maybe to much alcohol?

Manufacturer narrative:
No additional information was provided by the cares surgicenter. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text : see narrative below.